Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had infection with sepsis and erosion. Reportedly, the patient was given intravenous antibiotics. Additional information indicated that erosion was most likely caused by the poor surgical technique since the device pocket was too small which caused pressure necrosis. The ra lead was explanted. No additional adverse patient effects were reported.